Event description:
It was reported by service report that the bed lift was stuck in the high height position and would not run down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Motor control board.